Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient had received shock for atrial fibrillation with rapid ventricular response. No changes made at this time.at follow up one month later, it was reported that the patient received shock for atrial fibrillation with rapid ventricular response. This was clinically resolved by reprogramming the device and adjusting medications.